Manufacturer narrative:
The insulin pump was received with completely broken reservoir tube lip. Unable to perform basic occlusion test, displacement test and occlusion test due to broken reservoir tube lip. However, the pump was received with normal operating currents and passed unexpected error test and self-test. No unexpected low battery alarm noted during testing. The pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, missing reservoir tube o-ring, cracked reservoir tube, cracked reservoir tube window, cracked case at reservoir tube window corners and stained address/serial number label.

Event description:
The customer reported via phone call that the insulin pump had a crack and broken casing, reservoir compartment on the ring and the window of the reservoir compartment. The blood glucose at the time of the incident was 73 mg/dl. The device was returned for analysis.